Manufacturer narrative:
Date of event - the aware date was used as the event date is unknown.

Event description:
It was reported that a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The patient experienced a stroke. No further information is known.